Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25mm x 15mm nc emerge® balloon catheter was advanced for dilation however, during the procedure, the shaft broke in halves in the guide catheter. The procedure was completed with a different device. No patient complications were reported.